Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and brown particles on the outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified total delamination of plug strap disk shell. Based on the device analysis the final assessment is total delamination of plug strap disk shell assessed as adhesive failure, and no openings were found in the device.

Event description:
Healthcare professional added, "hole in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "infection and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and seroma.

Event description:
Healthcare professional reported right side "infection with fluid." Device has been explanted.